Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc and hard disk. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Review of the system log files showed that the host -pc did not startup. The fse replaced the host computer but had numerous issued getting software loaded back on system. The fse got the new license and loaded the system. To resolve the issue, the fse replaced the data monitor and hard drive for the host pc. After performing the software loading and reconfiguration of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.